Manufacturer narrative:
Literature citation: takahashi s, et al. Development of a scoring system for predicting adjacent vertebral fracture after balloon kyphoplasty. The spine journal 000 (2019) 1-8. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature titled ¿development of a scoring system for predicting adjacent vertebral fracture after balloon kyphoplasty¿ that 116 patients were included in the analysis. The purpose of the study was to establish a scoring system for predicting adjacent vertebral fracture (avf) occurrence after balloon kyphoplasty for osteoporotic vertebral fractures (ovfs). 109 patients with all the required data at the time of enrolment and the 6-month follow-up were included in the study. Balloon kyphoplasty was performed. Post-op, cement leakage was observed in 12 (17%) patients.